Event description:
According to the report, the hero graft was implanted in (B)(6) 2012. The graft clotted after its first use and clots were experienced every week or two after implant. The report further noted that the graft came loose and became infected. The recipient developed a clot in each lung and died in (B)(6) 2012.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the initial report, the hero graft was implanted in (B)(6) 2012. However, additional information reveals the hero graft was actually implanted in (B)(6) 2011. The reporter indicated that the graft clotted after it's first use and clots were experienced every week or two after implant. Additionally, the graft came loose and became infected. The reporter initially indicated that the recipient developed a clot in each lung and died in (B)(6) 2012. However, through additional contact, the reporter indicated that the recipient died on (B)(6) 2011. Additional medical history was also received and is documented in this report. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Field assurance received a contact us form from the (B)(4) website stating the following: "hi my name is (B)(6) you already know, I had a daughter on dialysis, she had the hero graft put in june of 2012, after using it once it clotted, every week or two after implant of that hero graft she clotted, it came a loose, it got infected and over them few months, she develop two massive clots one in each of her lungs and die in (B)(6) of 2012." The complaint was reported by the mother of a (B)(6)-year-old female who received a hero graft (lot unknown) in (B)(6) 2011. According to the mother, the patient experienced multiple complications with the hero graft requiring multiple declotting procedures. She stated that the graft was scheduled to be removed in (B)(6) 2011; however, her daughter expired before the graft could be removed. Copies of the patient's medical records were obtained and reviewed. The patient had an extremely complex medical history with three failed renal transplants, noncompliance with anticoagulation and antirejection medication, deep venous thrombosis in (B)(6) 2010, multiple hospitalizations and repeated placement of dialysis catheters. Although the patient experienced multiple occlusions of the hero graft, she was known to have other preexistent thrombotic events unrelated to the hero implant. In an operative note for the placement of a left femoral tunnel dialysis catheter noted that the patient had known synechiae and thrombus throughout her inferior vena cava (ivc). Additionally, an ultrasound report dated (B)(6) 2011, noted chronic nonocclusive dvt in the mid to distal ivc as well as in the right external iliac vein. As thrombotic events occurred before the hero graft was implanted and occurred in areas anatomically remote from the hero graft suggests that the patient may have had a systematic coagulation disorder that place her in a hypercoagulative state. The patient was on chronic coumadin anticoagulation therapy; however. It appears that her compliance with the therapy is questionable. At autopsy, purulent material was described in the soft tissue surround the hero catheter. In addition, a small amount of thrombus material was noted at the tip of the venous outflow component. The patient expired from massive bilateral pulmonary embolism. The prosector provides no opinion as to the source of the large thromboemboli identified in the pulmonary arteries. An examination of the deep veins of the lower extremities was not performed. Given the patient's complex medical history, the patient's underlying medical condition and propensity for thrombosis was most likely the primary factor contributing to the fatal thromboemboli. The precise anatomic source of the thromboemboli cannot be determined from the available information. Although a thrombosed hero graft is a possible source of embolus, it is important to note that other sources of emboli are also likely possibilities, such as the ivc and deep veins of the lower extremities. Given the small dismeter of the hero graft, it is more likely that a thromboembolus of sufficient size to cause death would originate from the large veins of the lower body. The source and significance of the apparent infection surround the hero graft is unknown; however, this could represent a surgical site infection related to the previous open thrombectomy procedures. It appears that the patient expired due to massive pulmonary thromboemboli due to venous thrombosis resulting from an underlying hypercoagulative state. It is unknown if the patient may have a hereditary thrombophilia or an acquired condition. Obesity (which was noted in the patient) and venous stasis due to inactivity may also increase the risk of thrombosis. The hero graft IFU lists embolism as a potential adverse event. Additionally, it states that the hero voc should be removed if the device is no longer used for dialysis access. There is nothing to suggest that the reported event is a direct result of the hero graft.